Event description:
An olympus field service engineer (fse) found the evis exera ii duodenovideoscope had a forceps/instrument channel malfunction and was insufficiently cleaned. The issue was found during annual inspection. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was liquid inside the distal end of the scope. Also, evaluation found the insertion tube was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the insufficient cleaning was the device made minute gap in glued area of the plastic cover and moisture entered through the gap. Olympus will continue to monitor field performance for this device.